Manufacturer narrative:
(B)(4). No product was returned for evaluation. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss alarm is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It has been reported that the md was calling to discuss a patient (pt) from last week that had been on the intra-aortic balloon pump (iabp) pre-op. The pt had vascular complications post-removal unrelated to the removal process. According to the md the pt had a pre-op insertion in the cath lab two hours prior to arriving in the operating room (or). The pt had a cath procedure done a couple of days prior with a right femoral access for the catheter. That sheath was removed and an intra-aortic balloon (iab) that was placed pre-op (two days later) via the right femoral. The original sheath had been pulled and manual pressure used, no invasive closure devices utilized. The md stated that there were no issues / alarms reported prior to o.r. Admission. Once in the o.r. And the case began (prior to cannulation for bypass), the pump began alarming helium loss. The md did not notice any blood in the driveline and no one else in the o.r. Suite reported seeing any blood in the driveline. The alarms were occurring back to back essentially, so the md decided to stop therapy and go on bypass. The pt was hemodynamically stable with iabp off. The md then performed the CABG (coronary artery bypass graft) without any issue and the md decided to remove the iab at the end of case. The iab removal was uneventful. The md did not save the iab. The pt was hemodynamically stable with transfer and was admitted to the intensive care unit for recovery. The pt then began having issues with diminishing pulses to the right leg; left leg pulses unchanged from baseline. Vascular surgery was consulted. An exploratory procedure found a thrombus at the right common femoral. They did not perform an embolectomy/thrombectomy. Two hours post vascular procedure, the pt's pulses diminished further and the md suspects that the pt showered thrombus further. The md is looking to start "argatroban" as the pt's platelets have been continually diminishing and hiit is a possible diagnosis or some form of coagulopathy. The clinical support specialist (css) and md discussed that the iab most likely did have a small hole, hence the frequent helium loss alarms, but since therapy was halted the potential blood in the membrane would not have come back into the tubing as the membrane was now deflated and flat on itself with no helium shuttling pulling it back into the tubing. The md verbalized understanding of this. The css and md then discussed how the repeat access within such a short time frame could have hypothetically caused some thrombotic tissue to be dislodged with insertion/removal of the iab causing the pt's peripheral flow issues. The md agreed with this. We also discussed that without a thrombectomy from vascular surgery, the potential for a distal shower of thrombus is highly suspected. The md verbalized understanding of all and has no further questions for the css. The css gave the md her direct cell number should she want to further discuss and also relayed that the senior manager, marketing innovation is open for discussion should she feel the need.

Manufacturer narrative:
(B)(4) sample will not be returned for evaluation.

Event description:
It has been reported that the md was calling to discuss a patient (pt) from last week that had been on the intra-aortic balloon pump (iabp) pre-op. The pt had vascular complications post-removal unrelated to the removal process. According to the md the pt had a pre-op insertion in the cath lab two hours prior to arriving in the operating room (or). The pt had a cath procedure done a couple of days prior with a right femoral access for the catheter. That sheath was removed and an intra-aortic balloon (iab) that was placed pre-op (two days later) via the right femoral. The original sheath had been pulled and manual pressure used, no invasive closure devices utilized. The md stated that there were no issues / alarms reported prior to or admission. Once in the or and the case began (prior to cannulation for bypass), the pump began alarming helium loss. The md did not notice any blood in the driveline and no one else in the or suite reported seeing any blood in the driveline. The alarms were occurring back to back essentially, so the md decided to stop therapy and go on bypass. The pt was hemodynamically stable with iabp off. The md then performed the CABG (coronary artery bypass graft) without any issue and the md decided to remove the iab at the end of case. The iab removal was uneventful. The md did not save the iab. The pt was hemodynamically stable with transfer and was admitted to the intensive care unit for recovery. The pt then began having issues with diminishing pulses to the right leg; left leg pulses unchanged from baseline. Vascular surgery was consulted. An exploratory procedure found a thrombus at the right common femoral. They did not perform an embolectomy/thrombectomy. Two hours post vascular procedure, the pt's pulses diminished further and the md suspects that the pt showered thrombus further. The md is looking to start "argatroban" as the pt's platelets have been continually diminishing and hiit is a possible diagnosis or some form of coagulopathy. The clinical support specialist (css) and md discussed that the iab most likely did have a small hole, hence the frequent helium loss alarms, but since therapy was halted the potential blood in the membrane would not have come back into the tubing as the membrane was now deflated and flat on itself with no helium shuttling pulling it back into the tubing. The md verbalized understanding of this. The css and md then discussed how the repeat access within such a short time frame could have hypothetically caused some thrombotic tissue to be dislodged with insertion/removal of the iab causing the pt's peripheral flow issues. The md agreed with this. We also discussed that without a thrombectomy from vascular surgery, the potential for a distal shower of thrombus is highly suspected. The md verbalized understanding of all and has no further questions for the css. The css gave the md her direct cell number should she want to further discuss and also relayed that the senior manager, marketing innovation is open for discussion should she feel the need.